Event description:
The rptr stated that their parent did back to back blood glucose tests. Parent's reported results were 15, 30, and 35 mg/dl. No symptoms were reported. A control solution test was in range, 116 (93-140). On followup with family member, it was stated that test strips did not react; they were open for extended time period. It was also learned that the tests had not been consecutive, but over a period of days, and that the meter user 'reuses' strips to conserve. Meter cleaned by inserting strip with control solution on it. No harm was alleged. Training was given.